Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication regarding an endobronchial tube in which the tracheal cuff would not deflate. The customer indicated that there was no patient involvement associated to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Received a communication regarding an endobronchial tube in which the tracheal cuff would not deflate. The customer indicated that there was no patient involvement associated to this event. Received notification of a tracheal cuff that did not deflate completely during cuff testing. No patient injury was reported.